Event description:
Paramedics attempted to administer external pacing to a pt using the device. Each time the operator attempted to increase pacing current above oma, the leads alarm allegedly occurred and pacing was inhibited. The pt was not resuscitated. The rptr indicated the device did not cause or contribute to the pt's death. The pt expired from a ruptured aneurysm.